Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the ipg was taking longer to charge and would not take a charge at all. The patient also had inadequate stimulation and would try to avoid using the stimulator at times due to paresthesias. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.